Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was damaged on 2 occasions during use. The following information was provided by the initial reporter: damaged.

Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples were returned from lot. No. 9192806, cat. No.320566. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on both samples. No issues were observed with the patient end of the cannula on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm pro 100 box ap was damaged on 2 occasions during use. The following information was provided by the initial reporter: damaged.